Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. An opened sample was returned for analysis. During visual inspection of the sample, the seal area in the packet present inconsistency in the sealing area and the sterile barrier was compromised. Per the condition of the returned sample, the assignable cause of the reported event is an open seal.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo has been returned. A supplemental medwatch will be sent upon completion of analysis of photo. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the number of packages that were found open before use.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was used. Pre-operatively the mesh package was found opened before use. There were no adverse patient consequences reported.